Event description:
The complaint was reported as: the device failed to function right out of the box. No patient injury reported.

Manufacturer narrative:
Device evaluated by the manufacturer. The results of the device evaluation are not available at the time of this report.